Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing soreness/pain at their pocket site due to the location of their ipg. In turn, the patient's ipg was explanted and replaced (with a different model). The replacement ipg was implanted at a new location to address the patient's issue.